Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocars are leaking, losing pneumo. There was no pt consequence. The case was completed with the devices.